Manufacturer narrative:
A review of the available system data logs and found no records of system or sensor errors on the day of the escalation. The system, including the co-oximetry sub-unit, appears to be performing as intended. Thb results are sensitive to sample collection and handling techniques. Preanalytical factors like hemolysis and insufficient mixing, time to sampling, etc. Are known causes for imprecise thb results. The system data files for sensor raw responses are critical to root cause investigations of discrepant results. This information was requested but couldn¿t be obtained for either the primary or the secondary rapidpoint systems. Log files were unavailable for the comparative instrument the fse went onsite checking the system and performed a test with one sample on both systems. The results were comparable between both rapidpoint 500e instruments. The instrument is performing as intended and is operational.

Event description:
The customer reported that they received discrepant low thb results for one patient on two consecutive days compared to testing on another rp500e instrument and their laboratory analyzer. The customer stated that the same sample was used for repeat testing but could not confirm if the same sample was tested on both days. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.